Event description:
It was reported that sometimes the insulin pump does not work properly. Customer was inquiring about getting new insulin pump. The customer was advised regarding warranty information and we can transfer her to help line to resolve the issue with the insulin pump but customer declined. Customer stated will call back. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).